Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon had the appearance of having been inflated. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped in the correct location. No kinks or damage were noticed along the shaft of the device. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous coronary artery. A 38 x 3.00mm promus premier drug-eluting stent was advanced to treat the target lesion but failed to cross the lesion. The device was removed and it was noted that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous coronary artery. A 38 x 3.00mm promus premier¿ drug-eluting stent was advanced to treat the target lesion but failed to cross the lesion. The device was removed and it was noted that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.